Event description:
A malfunction was reported by a customer, characterized by receiving error 16-0x20e6 on the pump. The recorded blood glucose level was 100 mg/dl. The customer attempted to reset the pump by turning it off and on, but the malfunction persisted. The pump was scheduled for return, and a replacement pump with serial number 1405361 was to be provided. There was no indication of any adverse impact on the customer's blood glucose level.